Event description:
This is being submitted following a retrospective complaint review. Pump acted erratically. During an acl reconstruction, an extravasation occured. The extravasation extended into the thigh and groin. The procedure was not completed. No further info reported.